Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01377 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath-small) (2) MFR # 2029046-2022-01378 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath-small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths-small and a hemostatic valve separation and dilator broken issues occurred. The hemostatic valve of the vizigo¿ sheath was broken. The issue was discovered at the beginning of the case and that a piece of the hemostatic valve was broken off. When the vizigo¿ sheath was replaced, it was discovered that the dilator of the vizigo¿ sheath was broken in half. The issue occurred before the use of the device. They replaced the vizigo¿ sheath and the procedure continued. No adverse patient consequence was reported. The hemostatic valve separation and dilator broken issues were assessed as MDR reportable product malfunctions.

Manufacturer narrative:
The device evaluation was completed on 19-jul-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record review was performed for the finished device 00001950 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01377 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath-small) (2) MFR # 2029046-2022-01378 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath-small).